Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 45 mg/dl. The customer was treated with food. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer stated that the auto mode feature was not active at the time of low blood glucose event. The customer stated that insulin pump was not removed during magnetic resonance imaging. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.